Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The complained locking sliding application was sent to our responsible product development center for further investigation. There it has undergone a function control. No deviations were found. It was not possible to repeat the failure. No product fault could be detected. Placeholder.

Event description:
It was reported that the clamps became disentangled. This is report 1 of 1 for complaint (B)(4).